Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0406 captures the reportable event of stent kinked inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in lithotripsy for left renal calculi procedure. During insertion, and inside the patient, it was noticed that the stent was folded and could not be placed. The procedure was completed with another different model of stent and there were no patient complications reported.

Manufacturer narrative:
(B)(6). Device code a0406 captures the reportable event of stent kinked inside the patient. Investigation analysis: upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the renal coil of the stent was kinked and the stent bladder coil tip was deformed. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. Probably due to some manipulation during the procedure that could have caused kinks and deformation. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex ureteral stent was used in lithotripsy for left renal calculi procedure. During insertion, and inside the patient, it was noticed that the stent was folded and could not be placed. The procedure was completed with another different model of stent and there were no patient complications reported.